Event description:
It was reported that there was insulation damage on the right atrial (ra) and right ventricular (rv) leads and there was noise as a result of the insulation breach. It was noted that both leads were passed through the same puncture and there was a suture placed directly on the lead insulation. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2008; p1501dr implantable pulse generator (ipg) (B)(6) 2008. (B)(4).